Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: missing printings on backs of 5 packages. 10 products will be returned and other 5 packages were no problem.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: missing printings on backs of 5 packages. 10 products will be returned and other 5 packages were no problem.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs for evaluation which displayed five packages with no print and five packages with print. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.